Event description:
It was reported that during an interventional procedure to the calcified, mid-left main anterior descending artery with radial access, a 014 hi-torque balance middleweight wire (bmw) elite 190 cm guide wire was passed. A non-abbott stent was deployed. Post-dilatation was performed with a 2.75 x 15 mm nc trek. When the nc trek was being withdrawn, resistance was felt over the bmw elite. The balloon was inflated and deflated and upon withdrawal, the yellow proximal wire identifier of the bmw elite fell off. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information. The nc trek is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balance middleweight guide wire noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. Additionally, corrosion was noted on the guide wire tip ball during analysis, which appears to be due to transportation back to abbott vascular for evaluation, as it was not reported during preparation prior to use. There were offset and overlapped proximal coils for a length of 2.5 mm proximal to the solder. The tip was in a slight hook shape. These noted damages were not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis. The tip was tugged on to confirm that the core was intact. The yellow guide wire identifier was not returned. The balloon catheter was returned without blood or contrast visible. The balloon was tightly folded. There was no damage noted to the balloon catheter. Factors that may contribute to the inability to retract the balloon catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. In this case, a conclusive cause could not be determined for the reported difficulty. The outer diameters of the guide wire proximal to the solders were measured with a laser micrometer and met manufacturing criteria. The outer diameter of distal end of the guide wire including the solders were measured with a hole gauge and met manufacturing criteria. The inner diameter of the tip past the proximal seal and through the guide wire exit notch of the balloon catheter was measured with a mandrel and met manufacturing criteria. The returned guide wire was backloaded through the returned balloon catheter and there was no resistance noted. Factors that may contribute to the reported guide wire identifier coming off the guide wire may include, but not limited to, interaction with other device and/or manipulation/handling of the guide wire during the procedure. In this case, the guide wire identifier was not returned which may have aided in the evaluation. It appears that the reported guide wire identifier coming off was related to handling during the procedure as no damage was reported during inspection prior to use. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot was performed and there were no other incidents reported for the proximal guide wire identifier coming off. Manufacturing performs a visual inspection of the guide wire tips after it is loaded into the dispenser and performs an outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.